Event description:
Vacuum assisted vaginal delivery. Respiratory distress and given blow by oxygen with rapid improvement. Noted soft cephalhematoma on back of head with scalp scratch above right ear. At 1530 the family member called for the nurse while breast feeding. Nurse noted pt was grunting and was taken directly to level12 nursery. The md was notified and orders were given and completed. At 1600 the md examined the pt and head circumference had grown from birth at 13" to 15". No change in status. Lab and x-rays completed. 1818 md inserted uac line. 1826 md arranged for transfer. Continuous oxygen and at 1835 transfused one unit of blood. Principal diagnosis subgaleal hemorrhage, other associated diagnosis, shock right pneumothrox, acidosis. Prepared transfe to facility. 2010, chest tube inserted by flight paramedic. Report called and pt transferred.